Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient was admitted for emergency percutaneous coronary intervention. The procedure was to treat an occlusion in the distal left anterior descending artery after the origin of the diagonal branch. During removal of a 14 hi-torque turntrac guide wire the guide wire coils unraveled; however, the guide wire remained in one piece. No other device was used. Physician decided to keep the patient on medication. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stretched (unraveled) coils was confirmed. The reported break was confirmed as a separation but not completely in two pieces. The were multiple bends noted as well as the additional separation which is likely due to case circumstances. The fiber material is likely from handling during the procedure as wipes and other sterilizing gauze are used. The noted scratches are consistent with operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that the reported difficulties in the procedure are the result of case circumstances. This is a very complex and emergency procedure, as such the reported occlusion means that likely during the procedure and removal of the guidewire it became restricted in the anatomy and unraveled. Furthermore, this caused the separation, but the wire did not entirely break. The stretching and the teflon scratches are consistent with case circumstances. The noted fiber is likely due to a wipe of gauze type of material used during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.